Event description:
A pt ((B)(6)) was enrolled in (B)(4). On (B)(6) 2010 the pt was injected with 2.0 ml of coaptite, lot 1012274, (B)(4). On (B)(6) 2010 the pt was injected with 4.0 ml of coaptite, lot 1016313. On (B)(6) 2010 the doctor performed a periurethral exam and diagnosed hematuria that was treated with irrigation and vitamin k. This was resolved by (B)(6) 2010. On (B)(6) 2010 a ua was performed and the pt was diagnosed with urinary retention, on (B)(6) 2010 a straight catheter was placed. The pt was instructed to insert catheter into the bladder when she felt like she did not empty the bladder good. Per the physician, this was of moderate severity and definitely not related to the coaptite. On (B)(6) 2012 the pt reported hematuria that was not treated. The pt stated that it only lasted 24 hrs. On (B)(6) 2012 the pt reported abdominal pain that was not treated. The pt stated that it only lasted 24 hrs.

Manufacturer narrative:
(B)(4). At the time of this report the urinary retention had resolved. The device history record for the reported lots were reviewed. All required testing specifications were met prior to release. There were no abnormalities. Additional device info: lot: 1016313, exp date: 11/2012. Manufacturer date for lot 1016313 is 11/2009.